Event description:
It was reported the device had a double beep no cassette alarm. There was no patient involvement.

Manufacturer narrative:
B3: march 2025 is the reported month/year of the event, but exact day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 15-apr-2025. One device was returned for analysis. Visual inspection found a device was contaminated. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a downstream sensor contamination by fluid ingression. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.